Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 16 days. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with bright red blood in stool. On (B)(6) 2018, the patient¿s coumadin was held. The patient was transfused with 1 unit of packed red blood cells (prbc). The patient¿s hemoglobin (hgb) was 7.6 g/dl, inr at 18.4/1.8 on (B)(6) 2018. Partial thromboplastin time was not performed (ptt); however, a colonoscopy on (B)(6) 2018 revealed no source of bleeding and rectum was unremarkable other than internal hemorrhoids. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
Section b5, h6: additional information. Section b3, h8: correction.

Event description:
It was reported that the start date was (B)(6) 2018 and the patient had epitaxis with low flow alarms and bright red blood (brb) from rectum. Patient was asymptomatic to the low flow alarms. The patient¿s international normalized ratio (inr) 3.6, coumadin held and patient had rhino rocket placed in nare. The patient was observed until (B)(6) 2018 when intervention in gastrointestinal bleeding (gi) lab and the patient received 1 unit of packed red blood cells (prbc). The event reported to have resolved on (B)(6) 2018.